Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service, a failure of the device to charge its internal battery was observed. There was evidence of isolated thermal damage to a resistor on the system board. The device's detachable battery cable and system board need to be replaced to address the issues. The estimate was rejected and the device scrapped per the customer request.